Event description:
Pt had a ventral hernia and an abdominal wall repair via laparoscopy. A surgical mesh was used to repair hernia. He is currently experiencing the following symptoms: severe abdominal pain (right mid upper quadrant), elevated white blood cells, constant fever over 101.9 degrees. He has been admitted to the hospital 18 times in four months. Diagnosis is pain, fever and nausea. A CT scan was done which revealed that he had a collection of fluid under the mesh. Doctors told him his body might be rejecting the foreign body. He would like to get the device explanted, however he is getting a run around from doctors who advised him that taking the device will be dangerous as muscle and tissue has grown around it.